Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) system. Upon review, junctional rhythm was noted with early sensor-driven atrial pacing and undersensed ventricular signals falling into blanking causing the device to deliver ventricular pacing. This ICD remains in service. No adverse patient effects were reported.